Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: during investigation, the battery compartment was observed to have multiple cracks. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.